Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Visual and functional assessments were performed on the device and observed that the bearing was broken and the neuro tip was bent and drilled. It was further observed that the device failed cutter insertion as the cutter could not be fully inserted, and also failed cone verification as the test tool could not be inserted into the device. It was further noted that the nose cone was corroded and the cutter could not be inserted into the device because of the broken bearing. It was determined that the device failed the cone verification due to corrosion inside the nose cone. It was determined that the drilled and bent tip was caused by the cutter not improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the cutter device in compression. It was determined that at this point, the tip of the cutter device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the cutter device drilled into the neuro tip. The assignable root cause for corrosion and the broken bearing was caused by improperly cleaning the device. The root cause for component damage (cannot insert cutter) was caused by normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the insides of the craniotome device were destroyed. During in-house engineering evaluation, it was observed that the device had a broken bearing and a bent/drilled neuro-tip. It was further observed that the device failed cutter insertion and cone verification; and had a corroded nose cone. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.